Event description:
Procedure: wedge resection. According to the reporter: instantly after the initial firing was done on (B)(6), a slight oozing bleeding was observed from the staple line of cut edge. It was arrested by use of tachosil patch . After a while touching with tachosil patch caused the recurrent bleeding. This time the blood poured from the staple hole. For hemostasis the bleeding part was additionally sutured manually. Ten malformed stapled were left inside of the concerning sulu. Also the adhesion of a piece of tissue to the cartridge was observed. It seemed to be a part of cut tissue by the instrument. It took 40 minutes to reach the complete hemostasis even with about 100 cc of loss of blood. Then the case was completed. There was tissue damage. No reoperation was required. Operating time extended: more than 30 min. No additional tissue resection. Nothing fell into the cavity. Patient current status is under follow-up. Patient info: unknown. No problem in release of device from tissue.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Follow up sent on 02/19/2015.